Manufacturer narrative:
Conclusion: the product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. In this case, the pvl most likely resulted due to suboptimal position as the valve dislodged, as it was reported. However, a conclusive cause could not be determined from the information available. In this case, a second valve was implanted successfully valve-in-valve with no other adverse patient effects reported.

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, the valve dislodged resulting in moderate paravalvular leak (pvl). A second valve was implanted successfully valve-in-valve with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.